Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was august 7, 2014 where it was reported that the device has a dent and the ratchet is loose and the roller, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on june 29, 1998, and is over 17 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor wear and scratches to the mesher handle. There was wear to the roller gear and the right side of the comb was slightly bent. A test mesh was not performed due to the condition of the comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 16, 2016 which included replacement of the damaged comb and gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, the device has not been serviced by zimmer biomet since august 7, 2014. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the skin graft mesher was repaired, tested and returned to the customer .

Event description:
It was reported that the device was not meshing skin. No patient involvement. No adverse events have been reported as a result of this malfunction.